Event description:
The event is reported as: the customer alleges that the mask does not steam.

Manufacturer narrative:
A visual functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) was reviewed and showed that there were no issues related to functional issues neither on the product nor its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. If the defective sample becomes available this investigation will be updated with the evaluation results.